Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal, every 6th day for 14 days) and ceftazidime injection (1 gram, intraperitoneal, everyday for 14 days) for peritonitis. At the time of this report, the patient was recovered from the event after approximately three to four days. Action taken with pd therapy was not reported. It was reported that the patient was retrained for proper aseptic technique. No additional information is available.